Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2017, with the ovation ix abdominal aortic aneurysm stent. Approximately three (3) years after the initial procedure, the patient presented with a right common iliac growth (unknown diameter), which resulted in the right iliac limb device being pushed into the aorta. The patient underwent a re-intervention on (B)(6) 2020. The physician elected to implant an iliac limb to treat this event. The event was captured under manufacturer report number 3008011247-2020-00033. On (B)(6) 2024, it was reported that the patient's right common iliac artery had dilated, causing the right common iliac to pull up proximally, resulting in a type 1b endoleak. The patient is in stable condition pending a re-intervention.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2017, with the ovation ix abdominal aortic aneurysm stent. Approximately three (3) years after the initial procedure, the patient presented with a right common iliac growth (unknown diameter), which resulted in the right iliac limb device being pushed into the aorta. The patient underwent a re-intervention on (B)(6) 2020. The physician elected to implant an iliac limb to treat this event. The event was captured under manufacturer report number 3008011247-2020-00033. On april 25, 2024, it was reported that the patient's right common iliac artery had dilated, causing the right common iliac to pull up proximally, resulting in a type 1b endoleak. The patient is in stable condition pending a re-intervention. Additional information: on (B)(6) 2024, the patient underwent a re-intervention. The physician elected to implant two (2) ovation ix iliac limbs, extending to the right external iliac artery, successfully eliminating the endoleak.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the ovation ix, type ib endoleak of the right common iliac artery, implant movement and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-related causes of this complaint could not be determined with the medical records available for review. The clinical evaluation also shows reasonable evidence to suggest that the pre-implant computed tomography (CT) scan revealed that the bilateral iliac artery diameter of 31mm (recommended range: 8¿25mm) and the use of concomitant products, including external iliac artery stents, were off-label. It is unclear if the off label nature of this case contributed to the reported event. The final patient status is reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events - updated. B5: describe event or problem - updated. B6: relevant tests and lab data - updated. G3: awareness date - updated. H6: impact codes: remove code 4614. H10/h11: additional manufacturer narrative/corrected data - updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the ovation ix, type ib endoleak, implant movement, and additional endovascular procedure complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-related causes of this complaint could not be determined with the medical records available for review. It is unclear if the off-label nature of this case contributed to the reported event. The final patient status is reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.